Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018, patient presented to the emergency department (ed) with left-sided weakness and left-sided facial drooping. Patient¿s symptoms acutely started around 11am and was promptly brought to the ed. The patient was taken for head computed tomography (CT) which revealed a new right frontal deep white matter lacunar infarct (11 x 8 mm) and a new right paramedian mid-posterior cerebellum lacunar infarct (12 x 6 mm). Embolic evaluation with computed tomography angiography (cta) of head and neck was performed which revealed no high-grade stenosis, occlusion, or saccular aneurysm of the intracranial arterial vasculature. After patient returned from having imaging studies performed, there was a slight improvement of deficits noted. Stroke protocol initiated and neurology was consulted. Clinical symptoms are improving; no significant residual deficits presently, ambulating well in nurses station, walked four laps. Device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.